Manufacturer narrative:
(B)(4). Applies in addition to previously reported codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl, hydromorphone, clonidine, and bupivacaine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient started seeing an 8476 code (motor stall) on their personal therapy manager (ptm) at 3am on (B)(6) 2018. They just had a refill about a week prior and the patient remembered that the hcp did an increase on the dose and he could get 5 boluses a day. "Maybe they changed the percent of drug or something, I am not sure." The patient reported no falls or trauma. He thought he had heard a beeping noise on (B)(6) 2018, but thought it was from the ptm, but said the ptm screen was off. On (B)(6) 2018, the patient went to the emergency room (ER) and they did an electro cardiogram (EKG or ECG) and just some lab work, but he did not think he had been around any magnets "or anything." The patient clarified that this issue was due to low oxygen and high blood pressure and that this issue was not due to his pump at all. The patient did not feel any difference and was not having any signs of withdrawal. He was scheduled for a future magnetic resonance imagining (MRI), but had not had one, he had an ultrasound in his legs, but that would not have been likely to interfere. Per the hcp, the patient had a motor stall when interrogating the pump. No environmental, external, or patient factors were reported to have caused this issue. Intervention did not occur. Surgical intervention was planned and had not been scheduled. The issue was not resolved at the time of report. The patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The patient was receiving dilaudid (10mg/ml at 6.6mg/day), baclofen (55mcg/ml at 36.301mcg/day), fentanyl (100mcg/ml at 68mcg/day), and clonidine (80mcg/ml at 52.801mcg/day). It was reported that the motor stall occurred on (B)(6) 2018 at 02:04 and stopped pump period may exceed tube set occurred on (B)(6) 2018 at 02:04. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported an adverse event. - the adverse event required surgical intervention for resolution. - event adjusted to serious injury based on additional information. - patient code no longer applies. Eval code-conclusion 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that the patient was receiving baclofen(36.301 mcg/day, 55.0 mcg/ml), dilaudid (6.60 mg/day, 10.0 mg/ml), fentanyl (66.0 mcg/day, 100.0 mcg/ml) and clonidine (52.801 mcg/day, 80 mcg/ml) via an implantable infusion pump. It was reported that the patient experienced withdrawal symptoms resulted in motor stall. The pump was interrogated and logs were read and the patient was told by the office that it might be related to personal therapy manager (ptm) bolus duration. The pump was explanted and replaced. There was no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported. Additional information was received from a consumer via a manufacturer representative. It was reported that the patient had the pump replaced on 2018-(B)(6) afternoon. The dose was decreased by 20% due to the pump stalled for 2 weeks. The patient's wife reported that the patient was unresponsive on 2018-(B)(6) and paramedics had to be called to transport the patient to the emergency room (ER). The physician decreased the patient dose another 50%. There were no further complications reported at this time.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl, hydromorphone, clonidine, and bupivacaine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient started seeing an 8476 code (motor stall) on their personal therapy manager (ptm) at 3am on (B)(6) 2018. They just had a refill about a week prior and the patient remembered that the hcp did an increase on the dose and he could get 5 boluses a day. "Maybe they changed the percent of drug or something, I am not sure." The patient reported no falls or trauma. He thought he had heard a beeping noise on (B)(6) 2018, but thought it was from the ptm, but said the ptm screen was off. On (B)(6) 2018, the patient went to the emergency room (ER) and they did an electrocardiogram (EKG or ECG) and just some lab work, but he did not think he had been around any magnets "or anything." The patient clarified that this issue was due to low oxygen and high blood pressure and that this issue was not due to his pump at all. The patient did not feel any difference and was not having any signs of withdrawal. He was scheduled for a future magnetic resonance imagining (MRI), but had not had one, he had an ultrasound in his legs, but that would not have been likely to interfere. Per the hcp, the patient had a motor stall when interrogating the pump. No environmental, external, or patient factors were reported to have caused this issue. Intervention did not occur. Surgical intervention was planned and had not been scheduled. The issue was not resolved at the time of report. The patient was "alive - no injury." There were no further complications reported at this time. Additional information received from the representative reported that the patient was receiving baclofen(36.301 mcg/day, 55.0 mcg/ml), dilaudid (6.60 mg/day, 10.0 mg/ml), fentanyl (66.0 mcg/day, 100.0 mcg/ml) and clonidine (52.801 mcg/day, 80 mcg/ml) via an implantable infusion pump. It was reported that the patient experienced withdrawal symptoms resulted in motor stall. The pump was interrogated and logs were read and the patient was told by the office that it might be related to personal therapy manager (ptm) bolus duration. The pump was explanted and replaced. There was no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported. Additional information was received from a manufacturer representative. The patient was receiving dilaudid (10mg/ml at 6.6mg/day), baclofen (55mcg/ml at 36.301mcg/day), fentanyl (100mcg/ml at 68mcg/day), and clonidine (80mcg/ml at 52.801mcg/day). It was reported that the motor stall occurred on (B)(6) 2018 at 02:04 and stopped pump period may exceed tube set occurred on (B)(6) 2018 at 02:04. There were no further complications reported at this time.

Manufacturer narrative:
Some information previously reported on 2018-jul-13 in manufacturing report # (B)(4)follow up 001 now pertains to manufacturing report # 3004209178-2018-19585 instead. H3 - analysis of the implantable pump (serial # (B)(6)) identified residue in the motor gear train and wearing on the shaft of the gear or the rotor. H6 - patient code c50635 no longer applies. Eval code-method 4118 no longer applies. Eval code-result 3233 no longer applies. Eval code-conclusion 11 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.